Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the prime/a33 test due to faulty force resistor gold. Unable to perform functional testing due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.